Event description:
The pt reportedly experienced a sound percept problem and a pain sensation which was followed by no sound percept. In 2004, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.

Event description:
The pt reportedly experienced a sound percept problem and a pain sensation which was followed by no sound percept. In 2004, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.